Event description:
Reported by our affiliate in other country. In 2007, pt used a fresh contacts lens (cl) out of the blister. After several hours the vision of the right eye became worse (milky fog) and for that reason pt removed the cl. Since pt assumed outside dirt on the cl, the pt removed both cl. After removal, however, the vision did not improve and remained "milky". During the course of the day, the condition didn't change but in the afternoon it became worse and the eye started itching. In the evening, the pt suffered from pain in the right eye. The pain continued overnight and next morning, the pt consulted an ophthalmologist who diagnosed a "scraped cornea" od eye and prescribed bepanthen eye ointment (dexpanthenol). Pt was on sick leave for 8 days. Limited info is available. This is being reported due to the prolonged recovery time of 8 days being significantly greater than expected for a corneal abrasion. Based on all available info, no casual factors can be determined and no conclusion can be drawn. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review.

Manufacturer narrative:
Lot history review as follows: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No conclusion can be drawn.